Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose, with blood glucose levels of 32 mg/dl at the time of the incident. The customer was at 80 mg/dl at the time of the call. The customer received a recall notice on the pump. The customer was wearing the insulin pump during the incident. The customer stated the pump over delivered insulin. Troubleshooting was not completed as the customer would call back. The insulin pump will not be returned for analysis.